Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the patient underwent for removal of titanium cannulated retro/antegrade femoral nail, titanium spiral blade and six (6) unknown locking screws in preparation for total knee arthroplasty. It was unknown if the removal surgery completed successfully. The patient outcome was unknown. This complaint involves eight (8) devices. This report is for (1) ti spiral bld 70 for ti retro fem nl-ex. This report is 2 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: photo investigation: the complaint device was not returned for investigation. A photo investigation was completed using the provided image. The x-ray was reviewed and there appears to be no issue with the device. The reason for removal was noted as a total knee arthroplasty and the complaint devices had no effect on this. Manufacturing record evaluation revealed no non-conformance that could have resulted in this issue. Since the device was not returned, an as-received condition could not be assessed, and a dimensional inspection was not completed. There was no need for document review as the device did not contribute to the complaint condition. Conclusion: the complaint cannot be confirmed on the device during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H6: a device history record (DHR) review was conducted: part #: 04.013.046 . Synthes lot #: 6220596. Supplier lot #: n/a . Release to warehouse date: 11 sep 2009. Manufactured by: elmira. No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the removal procedure was completed successfully.